Event description:
Adult spo2 adhesive sensors used on two unknown patients. Devices were saved, but the packaging was not. One device was on the pt for 8 hours (unknown date) and the pulse ox reading was 88%. When replaced with a new one, reading was 96%. The second pt had pulse ox sensor placed at 4 pm. At 8am the next morining, the reading was 88 %. When replaced with new sensor, reading was 99%. Company sales rep has replaced hospital stock.